Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor breast implant unknown type. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast prostheses implantation with mentor saline devices in 1994 experienced slow leaking deflating implants. The patient was also diagnosed with rheumatoid arthritis in 2006. The patient explanted the devices on an unknown date. The patient had revision procedure with mentor gel devices in 2011. This medwatch is for the left breast implant.